Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagectomy/gastric tube. According to the reporter: started use by setting on idrvie with articulating the cartridge to the left. When it start to fire, instantly a doctor found the sulu deflected widely by itself, which made the resection line alter from what had been intended. It was reported that no other body structures were unintentionally stapled due to the deflection and that all of the staples were deployed as intended in the gastric tube. Due to the device deflection, the shape of the gastric tube was changed from what was intended initially, without any tissue loss or damage. After the firing was completed, the deflection of sulu was observed again. Further more, instantly after removal from patient, the same conditions were duplicated. Such failure events occurred consecutively in use of three of the concerning products of the same lot. Then doctor performed the firing without articulating the sulu and then no problem was confirmed to complete the case. No problem was confirmed in conditions of firing and staple lines. It is unknown if reinforcement material was used.